Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized and was admitted into the intensive care unit with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 809 mg/dl while wearing the pod. Symptoms reported include dizziness, nausea, drowsy and vomiting. The patient was treated with intravenous insulin, insulin injection and blood thinners. The patient was discharged on (B)(6) 2026.